Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient dislocating while sleeping and had to be hospitalized for that. The surgeon decided to size up the socket insert and glenoid.